Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned to evaluate the report of a lec 1870 error code and a lcd bleed. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log was reviewed, the pump was ran in user mode, and the pump was disassembled to investigate the reported issue. The reported ""ec 1870/1871"" problem was duplicated. This was found to be a motor timeout error. When the pump was opened it was determined that there was debris in the gears and the motor would not turn freely, even though the current test passed. The optical switch was broken during investigation. The reported ""lcd bleed"" problem was also duplicated. There were spots on the lcd where it leaked fluid from the lcd and partially obscured characters in the bottom row. The flat gear and hub gear were replaced. Due to the number of activations (4.7m) of the motor, it was replaced as a preventative measure. The lcd was also replaced. No further actions were taken.

Manufacturer narrative:
It was reported the incident occurred during testing and the event date is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited lec 1870 and had an lcd bleed. No adverse effects were reported.